Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The reported blood glucose value was 300 mg/dl.the high blood glucose remained elevated for three to four hours. The high blood glucose was treated with insulin delivered by the pump. The patient had been using the insulin pump system within forty-eight hours of the reported high blood glucose event. No further information available.